Manufacturer narrative:
Visual analysis (pre and post decontamination) of the "as received" used tego connector recorded evidence of a small amount of blood between the silicone sheath and the rigid yellow body near the openings in the sheath where the thread posts protrude. There was no component damages and or abnormalities, no visual evidence of slit damage or tearing, the thread posts were intact without evidence of stress. Engineering testing and analysis: the returned d1000 tego connector was air pressure leak tested as per applicable product specifications. The results recorded no leakages, performance issues and or out of spec conditions. The d1000 tego connector was than disassembled to further analyze the tego internal componentry. The engineers report records the following observations: one piece seal: there was no damage observed in the area of the slit. There was no evidence of internal puncture that would have resulted in leakage. Tego body: the seal post showed no abnormalities. The only evidence of residual blood adjacent to the seal openings near the thread posts. There was no blood residue on the inside of the body around the seal post findings: engineering testing and analysis of the returned tego connector recorded no leakages and or performance issues. The reported complaint of significant leakage from the tego connector was unable to be replicated and or confirmed. Additional relevant event/usage information although requested was not provided. It is unknown when the tego connector was initially placed or length of time/days that the tego connector was in use. It was reported that the tego connector was used without issue for three complete dialysis sessions prior to the reported event (fourth dialysis session) . The exact cause(s) of the reported event at this time are unknown but do not appear to have been the result of a manufacturing defect and or non-conformance. This report and the associated information were provided to the distributor and reporting facility for their review and records.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The information received reports "(B)(6) male patient was undergoing a hemodialysis treatment. This was the fourth treatment involving the tego connectors in question. Approximately, ninety minutes into the procedure a low pressure alarm on the dialysis machine alerted staff to the issue. The patient indicated that he felt weak and dizzy; the access was checked. Clinical staff noted that approximately 800 mls of blood had leaked from the extracorporeal circuit in the vicinity of the catheter connections. The bloodlines were clamped and treatment was discontinued. The bloodlines and tego connectors (removed and replaced)." Patient was given 500 mls. Saline and did not incur any permanent, serious injuries and returned to baseline clinical status. Device return: one (1) used d1000 tego connector mated/attached to unknown used cap accessory device that was attached to a used bd 10ml syringe.